Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was recently taken to the emergency room due to diabetic ketoacidosis and a blood glucose level of 568 mg/dl. Customer reported that she was vomiting excessively at the time of the incident. The customer also reported that the cannula was bent at the time of the emergency room visit. The customer was shipped two tubing clamps to complete troubleshooting. The insulin pump was not replaced or returned for analysis.